Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. This was observed as a sudden increase, which first occurred on (B)(6) 2024, and these measurements have intermittently been out of range ever since. Troubleshooting options were provided to the field and the ICD remains in service. No adverse patient effects were reported.